Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, faded serial number label, cracked lcd display window, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the plastic ring was cracked however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.